Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during prime test due to loose/flush drive support disk. No error alarms noted. The device was received with cracked case at the display window corners and scratched lcd window.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 139 mg/dl. During troubleshooting, the customer stated the drive support cap was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.